Event description:
On (B)(6) 2013, a patient contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum. "(B)(6)." This record is to respond to the following post: "(B)(6), 2012 at 2:59 pm. Thank you for this information - I had the same reaction and was diagnosed with corneal edema due to wearing of contact lenses (i.e., acuvue oasys). I have since returned to wearing acuvue 2 which have suited me fine for 15+ (many, many years!) I'm now (B)(6) and started wearing contacts in my early teens. Acuvue oasys are the only contacts that gave me an infection that cost me money at the eye doctor (B)(4) per visit, plus the initial emergency room fee." The complainant's profile was no longer available on the site. We are unable to send a message to this patient. Our firm posted a statement on the site requesting any poster who experienced an event with acuvue products to contact us and contact information was provided.

Manufacturer narrative:
Information received from complainant was limited and suggested potential serious injury. The event is being reported as worst case. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Labeling states device is approved for single use or reuse. (B)(6).